Manufacturer narrative:
Concomitant medical products: product ID 39565-65; serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient received less than 50% pain relief according to the healthcare provider (hcp). As a result the stimulator was removed and a pump was implanted. It was unknown what led to the event as it was not discussed with the patient. No diagnostics or troubleshooting was performed and the device was explanted at the time of pump implant. The issue was resolved at the time of this report. The event occurred during normal use. The patient status at the time of this report was "alive-no injury".